Event description:
This mitraclip delivery system report is being filed for the recurrent mitral regurgitation which is considered a serious injury. It was reported that two mitraclips were implanted on (B)(6) 2010 in the patient with functional mitral regurgitation (mr) reducing the mr from grade 4 to 1-2. From (B)(6) 2014 the patient was hospitalized with acute on chronic heart failure exacerbation requiring intravenous diuresis with lasix. The volume overload was attributed to chronic mitral and tricuspid regurgitation and moderate left ventricular dysfunction. Transthoracic echocardiogram did not show a major change in cardiac function or valvular disease. The study physician considered this event to be possibly related to the mitraclip. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported patient effects of worsening mr and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In this case, the information provided in the case details stated that the patient was hospitalized due to chronic heart failure exacerbation which required medication. This was attributed to the mitral and tricuspid regurgitation and left ventricular dysfunction. Therefore, based on the information provided in the case details, a cause for the reported mr could not be determined. Reportedly heart failure was most likely a secondary effect of the mitral and tricuspid regurgitation and left ventricular dysfunction. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.